Manufacturer narrative:
(B)(4). A batch review will be performed. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) gd891705 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is report 2 of 3. It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient required hospitalization. Treatment and cause of the event were not reported. Dianeal therapies were ongoing. At the time of this report, the patient was recovered from the event. No additional information is available.